Manufacturer narrative:
A failure analysis by outside firm has been initiated by the hospital. A laboratory test conducted by utmd under simulated conditions indicated that the hood itself would not combust. It would deform and possibly collapse. Utmd has contacted the fire department to assist in it's investigation. Utmd will assist outside firm, as needed. The hood has been in use for 25 years (over 2 million uses) without a similar reported event. Utmd will provide add'l info as it becomes available.